Manufacturer narrative:
An event of regurgitation after implant and explant of device was reported. The investigation found the device met visual specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. However, uncorrected or recurrent regurgitation is a potential possible outcome per the instructions for use artmt100110809 revision a. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 30mm seguin semi-rigid saddle ring was chosen for a mitral annulus repair surgery. The ring was successfully implanted. After the implantation, through water pumping test it was found that the mitral regurgitation got worsened, so the ring was removed. A new 30mm non-abbott ring was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.